Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set came off accidentally event on 16-feb-2026 no further information is available.